Event description:
It was reported the hand piece no longer meets the specifications for impedance, phase margin and frequency and was used during an unknown procedure. Another hand piece completed case. No patient consequence.